Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump became shattered and longer responsive while the customer was sledding. Customer's blood glucose level was not impacted. Customer indicated they have back up manual injections for continued insulin therapy.

Event description:
It was reported that the pump became shattered and no longer responsive while the customer was sledding. Customer's blood glucose level was not impacted. Customer indicated they have back up manual injections for continued insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged cracked touchscreen was verified; however functionality cannot be verified due to the severity of the observed damage.